Event description:
Port-a-cath ii was opened for mediport placement. The catheter would not fit in the introducer. Cath size 8f, not 5.8f. Second port with the same lot number was opened and the catheter was too big again. Surgeon had to use a different size port than he planned. Sales rep was contacted. Knew about the problem 2 weeks ago but failed to notify our facility. Replaced ports x 3 and picked up the opened, unused products. FDA safety report ID# (B)(4).